Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the pt lost 700cc of blood after the stapling of the lung parenchyma during a lobectomy. The procedure was also converted to open and was extended by more than 30 minutes. The bleeding occurred from a 3-4mm sized pulmonary vessel that had previously been sealed by the ligasure device. End tones, indicating a completed seal cycle, were heard at the time and the surgeon noted no problem after the vessel was cut by the ligasure knife blade. It is unk if the stapler disrupted the sealed area. The current status of the pt has been listed as good.